Manufacturer narrative:
Follow-up submitted with evaluation results in which the alleged phantom motion was unable to be confirmed. The issue was unable to be duplicated and no defects were found.

Event description:
It was reported that the bed allegedly raised on its own folding a patient in the middle. The patient's family alleges additional treatment was required as a result of the event. The physician ordered x-rays as a precaution to ensure the alleged bed moving did not have any effect on the patient's surgery. The user facility has no record of the incident causing any adverse events or requiring any additional treatment.

Event description:
It was reported that the bed allegedly raised on its own folding a patient in the middle. The patient's family alleges additional treatment was required as a result of the event. The physician ordered x-rays as a precaution to ensure the alleged bed moving did not have any effect on the patient's surgery. The user facility has no record of the incident causing any adverse events or requiring any additional treatment.